Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 112 mg/dl. The customer stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. Prime rewind alarm occurred during testing, due to moisture damage on force sensor resistor. The insulin pump was received with a cracked lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.